Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4) reason for original complaint ¿ asr revision, left asr implants, reason for revision: alval/soft tissue reaction. Update from (B)(6)'s spreadsheet (B)(6) 2011: reason for revision, surgeon, hospital, update - received (B)(6) 2013 - right hip, products and lot numbers, type of product. Hip(s) to be revised: right. Type of hip replacement product: asr hip resurfacing system. (B)(6) 2015 - update - rcvd correct revision date (B)(6) 2010.

Event description:
Reason for revision: alval/soft tissue reaction.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us.the correction/removal reporting number listed applies to the corresponding product code sold domestically.the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision; asr hip resurfacing system - right hip; reason for revision: unchanged from previously reported condition.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.